Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: an opened box and an unopened sample of product code j207, lot mk6373 were returned for analysis. During the visual inspection of the unopened sample, no defects were found on the package. The sample was opened and the spool had two holes punched and for product code j207 should be only one hole punched. Due to mismatch at the spool a characterization of the suture was performed and meet the requirements for a vicryl suture diameter 0. According to the sample condition, the assignable cause of the mix reel is due to a manufacturing defect. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the internal packaging of suture does not match the box packaging or packaging of suture. There is size 0 on the box, size 0 on the suture packaging, but suture is 2-0. The procedure was completed successfully. No adverse patient consequences reported.